Manufacturer narrative:
The serial number was unknown. All attempts to obtain product information were unsuccessful. Therefore, the UDI is unavailable. The product code, catalog number and serial/lot number were unknown. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the foot (podiatry), it was discovered that small battery drive device overheated to the point that it shut off. There was no delay to the surgical procedure as an identical spare device was available for use. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was known to have occurred at the end of (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.